Event description:
Procedure performed: cholecystectomy. Event description: 10. And 20. June - lot 1477357 cannot (strong) be passed through the 5 mm trocar. Information received from applied medical representative via email 4jul23: no information from op manager regarding patient status. The event happened during insertion. No pressure was applied to the trigger during insertion through the trocar. A clip was not loaded in the jaws upon clip applier insertion and/or removal. Trocar not available for return, it was discarded after the procedure. Information received from applied medical representative via email 11jul23: when the ca500 is inserted into our 5mm trocar, you will feel some resistance. The resistance is often so strong that the ca500 goes very hard through our 5mm trocar. Patient status: no patient injury has been reported. Intervention: device replacement.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit. However, the complainant¿s experience of resistance could not be confirmed as the unit passed all relevant testing. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event or confirm that a product malfunction occurred. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: cholecystectomy. Event description: 10. And 20. June - lot 1477357 cannot (strong) be passed through the 5 mm trocar. Information received from applied medical representative via email (B)(6) 2023: no information from op manager regarding patient status. The event happened during insertion. No pressure was applied to the trigger during insertion through the trocar. A clip was not loaded in the jaws upon clip applier insertion and/or removal. Trocar not available for return, it was discarded after the procedure. Information received from applied medical representative via email (B)(6) 2023: when the ca500 is inserted into our 5mm trocar, you will feel some resistance. The resistance is often so strong that the ca500 goes very hard through our 5mm trocar. Patient status: no patient injury has been reported. Intervention: devie replacement.